Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed that the check vent: ovp circuit failed" (diagnostic code: 1127) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. Replaced motor controller (mc) board then the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the motor controller board was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
H10: the removed motor controller (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the mc pcba board into a pil ventilator to duplicate the reported issue. Visual inspection of the mc pcba board revealed no evidence of damage or contamination. The mc pcba board was tested, and during the post sequence, no test pulse was observed to have been generated on the ovp_3_3v_test signal path and a diminished test pulse was observed on the ovp_12v_test signal path as compared to the known good pcba. The oscilloscope also showed that the signal observed at pin 6 of u10 of the suspect pcba suggests that u10 is not performing as expected compared to the known good pcba.

Manufacturer narrative:
E1: reporting address state: (B)(6) reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a "ovp circuit failed" alarm that occurred, and it could not be reset. The device kepted operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered. However, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted.